Manufacturer narrative:
H.6. Investigation: three samples and photos received for investigation, upon visual inspection of the samples received it can be seen one of them has the tip broken. In the other two syringes provided the tip is present although its length is visually different. Luer cone fitting verification testing performed, no defects were identified. A device history review was performed for reported lot 2107110, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with a broken pin in the barrel mold or by applying an excessive force when the luer lock is connected to another device.

Event description:
It was reported bd plastipak¿ luer-lok¿ syringe had a portion of the luer-lock break off. The following information was provided by the initial reporter, translated from dutch: "the fastening point at the luer-lock attachment has broken off there without apparently applying much force."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd plastipak¿ luer-lok¿ syringe had a portion of the luer-lock break off. The following information was provided by the initial reporter, translated from (B)(6): "the fastening point at the luer-lock attachment has broken off there without apparently applying much force."